Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The femoral stem with centralizer was returned and from the evaluation of the returned product determined that, the centralizer was fractured into two pieces and the fracture runs through the size mold detail. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. It was found that the most probable cause is attributed to the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that upon opening the femoral stem package, the proximal centralizer was broken in two. The broken stem was not used on the patient. A second stem was opened to complete the procedure. There was no delay in surgery.